Event description:
Abbott point of care recently became aware of new information regarding the I-stat pt/inr assay. Clinically relevant levels of the antibiotic cubicin (daptomycin for injection) can cause a concentration-dependent false prolongation of pt and elevation of inr when using I-stat pt/inr cartridges.

Manufacturer narrative:
Abbott point of care (apoc) became aware of preliminary testing performed by facility on 11/14/2006 which suggested interference between the I-stat pt/inr assay and their drug (antibiotic) cubicin (daptomycin for injection). On 11/16/2006, testing performed by abbott point of care confirmed the findings. The I-stat pt/inr test was cleared via a 510k on 14 may 2002, predating the approval of cubicin. Cubicin was originally approved in the us september 2003. The I-stat product did not malfunction.